Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole at the surface of the pebax with internal parts exposed. During the procedure, there was a problem with the force of the catheter. The pressure was not accurate. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-feb-2025 observed the tip was bent and a hole was identified at the surface of the pebax without reddish material or another foreign material, with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole at the surface of the pebax with internal parts exposed on 25-feb-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-feb-2025. A visual inspection, and force test were performed following j&j medtech procedures. Visual inspection revealed that the tip was bent and a hole was identified at the surface of the pebax without reddish material or another foreign material, with internal parts exposed, no other damage was detected; however, a tilt test was performed, and the bent was within specifications, no other damage or anomalies were observed on the device. The device was connected to the carto 3 system, and it was recognized; however, the device was not visualized as error 105 and 106 were displayed on the screen. Then the handle was dissected, and sensor pads were measured, and were found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31439026l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The bent tip and the hole detected during the visual inspection was unrelated to the reported event by the customer. The potential cause could be related to the manipulation of the device during the procedure; however, it could not be determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The instructions for use contain (IFU) in relation to the bent tip contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) and adhesive (g0405201) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿tip was bent¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿then the handle was dissected, and sensor pads were measured, and were found out of specifications due to an open circuit on the tip area¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of ¿a hole was identified at the surface of the pebax with internal parts exposed,¿. Manufacturer¿s reference number: (B)(4).